Event description:
It was reported that the ilet sleep/wake (power) button intermittently did not respond when pressed, and the user could only unlock the screen after placing the device on a charger; no physical damage was observed and normal function resumed intermittently, prompting a device replacement. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy beyond user inconvenience and the ability to continue cgm use via the dexcom app or receiver. Investigation included troubleshooting by phone and arrangement for device replacement with instructions to shut down the device and sync data prior to return. Investigation of this case revealed an intermittent unresponsive sleep/wake control consistent with a device user interface hardware malfunction without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a suspected hardware failure of the sleep/wake button.

Manufacturer narrative:
Investigation description complaint could not be duplicated. The device powered on and sleep/wake button was responsive to touch with no issues. No fault found during troubleshoot testing. The engineering logs were downloaded and reviewed, due to software update, captouch data was not recorded.